Event description:
It was reported by the patient's mother that the patient experienced a lot of saliva. The patient's physician changed their medications and the increased saliva still occurred. The physician indicated that the device was "working fine." Multiple attempts were made to the physician for additional information; however, no further relevant information has been received to date.